Event description:
A left ventricular assist device pt (lvad) was in bed when the tlc-ii portable driver alarmed. When checked by the nurse no air movement in vad chamber was noted. The nurse immediately started hand pumping (for 2 mins) and placed pt on the back-up tlc-ii driver without incident.